Event description:
It was reported that during testing, the device was calibrated, but adjustment of the "40" potentiometer per the manual, resulted in no change in temp.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H4 - device mfg date; corrected. H3 and h6. Codes: updated. One device was received for evaluation. The complaint was confirmed. Functional testing verified that the heater was faulty. The heater was replaced, and the device passed all functional testing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.